Manufacturer narrative:
All available information was investigated, and the reported positioning failure was confirmed via device analysis. Additionally, the silicone valve was torn and there was a kink in the braided shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported positioning failure issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The cause of the observed kinked sgc braided shaft and torn silicone valve were unable to be determined. The reported perforation was due to procedural circumstances (multiple crossings with the sgcs). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a small left atrium, and a rotated heart for a mitraclip procedure. The physician assumed that the devices were not keying properly, despite following IFU. All clip delivery (cds) devices were entered correctly. The physician confirmed that the blue lines were aligned. To facilitate straddle, both steerable guide catheters (sgcs) had to be counter-clocked far anterior in order for the clip to enter the pulmonary vein. The sgcs were straddled in the pulmonary vein (pv), and the system was pulled back out of the pv to assure the cds would be clear of contact with the coumadin ridge during positioning. The left atrium was small and the heart was slightly rotated, which contributed to difficulty with positioning the system. After straddling, m knob was added to steer to the valve. In fluoroscopy, the m knob was steering the delivery catheter in the opposite direction of the valve. This issue presented with all cds devices. The first 2 cds devices were used with the first sgc. It was decided to attempt a second transseptal puncture (tsp), in effort to correct the trajectory. After the second tsp, the dilator was accidentally dropped on the floor, and the sgc was replaced. The third cds was used with the second sgc. The same issue presented. No device was implanted. The procedure was aborted. There were no adverse patient effects with the cds devices. A left-to-right shunt was observed due to multiple crossings with the sgcs. There were no clinical effects or intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.